Event description:
A durable medical equipment (dme) supplier reported to the MFR that a customer alleged lacerating a finger while removing a comfortgel full face mask. The customer reported sutures were required to their index finger. The dme supplier stated the customer is an elderly person with fragile skin. The dme supplier also stated that the customer could not identify the specific surface of the mask assembly that made contact with their skin when the injury occurred, or how the laceration occurred. The mask was returned to the MFR for evaluation. Evaluation of the mask assembly revealed it conformed to design and manufacturing specifications and was free of sharp edges on exposed external surfaces and pinch points which could contribute to a skin injury. A review of the MFR's complaint database from the product's release date 05/13/2008 to 10/30/2008 revealed no complaints alleging cuts to skin as a result of the product's usage, care and or handling.

Manufacturer narrative:
Although the MFR can not determine the root cause of the reported injury, based on available info, it is concluded that the probability of the reported event recurring is remote and that no further action is appropriate.